Manufacturer narrative:
During follow-up, the patient said she never noticed any defect or malfunction with the f14 product, and they seemed to work fine. She never had any trauma or bleeding. She followed a clean technique and knew of no reason for the uti's. She did not know the lot number of the units she was using at the time of the infection.

Event description:
Intermittent catheter patient (user) said she is not catheterizing anymore. She had a urinary tract infection (uti) concurrent with catheter use, and the doctor informed her she may not be a candidate for catheters, and to no longer use them. During follow-up, the patient said she stopped catheterizing after experiencing the uti. She was prescribed an antibiotic, took the full course, and fully recovered.